Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between september 12-13, 2025. H11: the device was received for evaluation. A visual inspection was performed and noted fluid inside the housing. A leak test was performed on the sample by filling their bladder with green color water to the nominal volume. Immediately after filling, very slow leak was observed coming out at one side of the bladder crimp, inside the housing. The reported condition was verified. The cause of the condition was related to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked inside the bottle; the bladder seems to have leaked. The device contained fluorouracil 3800mg in 5% dextrose with a total volume of 230ml. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.